Event description:
Reporter alleged discrepant back to back blood glucose results of 565, 595, 126 and 512 mg/dl when tests were performed within 10 minutes on the advantage system. No actions were reportedly taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.